Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor error was reported with the freestyle libre 2 sensor. Customer's wife reported the high glucose alarm rang on the customer's device and a glucose reading of 259 mg/dl was obtained. After 15-20 minutes a glucose scan was attempted and a "scan again in 10" message appeared and customer was unable to obtain a reading. Customer experienced dizziness and was administered insulin (dose/type unspecified) by his wife. The sensor error message persisted for 2 hours or more followed by a "your sensor is not working, remove your sensor and start a new one" message. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A sensor error was reported, with the freestyle libre 2 sensor. Customer's wife reported, the high glucose alarm rang on the customer's device. And a glucose reading of 259 mg/dl was obtained. After (B)(6) minutes, a glucose scan was attempted. And a "scan again in 10" message appeared. And customer was unable to obtain a reading. Customer experienced dizziness. And was administered insulin (dose/type unspecified) by his wife. The sensor error message persisted for (B)(6) hours or more, followed by a "your sensor is not working, remove your sensor and start a new one" message. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication, that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.